Manufacturer narrative:
On 23-jul-2021, the product investigation was completed. It was reported that during an atrial fibrillation (afib) ablation procedure, blood flowed back from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium after the sheath was inserted into the patient¿s body. The issue occurred before the transseptal puncture. The issue was resolved by changing the sheath to another one. Procedure was continued and subsequently ended normally. The physician said the catheter might have been inserted obliquely and that might have caused the issue. No visual breakage/separation was reported. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised due to the issue experienced. No intervention was required to stop the blood leakage which was reported to be a few drops only. No patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record review was performed for the finished device 00001560 number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, blood flowed back from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium after the sheath was inserted into the patient¿s body. The issue occurred before the transseptal puncture. The issue was resolved by changing the sheath to another one. Procedure was continued and subsequently ended normally. The physician said the catheter might have been inserted obliquely and that might have caused the issue. No visual breakage/separation was reported. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised due to the issue experienced. No intervention was required to stop the blood leakage which was reported to be a few drops only. No patient consequence was reported. With the information available, this won¿t be considered a patient event but a product malfunction for ¿hemostatic valve separation¿ as it is most likely the backflow blood had occurred due to a malfunctioning/dislodged valve. The hemostatic valve separation is MDR-reportable.